Event description:
The customer alleged lung cancer as a result of the device. However, there is currently no indication that the device caused or contributed to the serious injury. If further information is received, a follow-up report will be sent. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam.